Event description:
Boston scientific crm received information that the pacing thresholds on this left ventricular (lv) lead had been increasing since december. It is believed that this lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
An attempt to electronic reposition this lead will be made at a future date. At this time, this lead remains implanted and in service. As a result of the high pacing thresholds, the associated device will be explanted. During the replacement procedure, this lv lead will be explanted as well. It is unknown if it will be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.